Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was 120 mg/dl. The customer states the insulin pump was exposed to fluid. Customer stated that it fell into water and a blank display resulted. Troubleshooting was provided and a blank display remained. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.